Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer reported blood glucose level was not impacted. Troubleshooting with tandem technical support could not be performed as the customer had already changed the supplies prior to the call. Reportedly the customer will continue to use the pump until the replacement pump is received.